Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. Upon removal, the patient discovered that the cannula was kinked. It was alleged that this has occurred with different boxes of infusion sets. The patient experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.